Manufacturer narrative:
Corrosion was observed on the mechanism rail, commutator cap and pcb. The device generated an 0x3d hazard alarm, indicating step sensor asserted before wire driven. A tear was observed in the internal portion of the soft cannula and fluid was observed to leak from the tear. The internal tear is confirmed as the cause of the internal corrosion and reported 0x3d hazard alarm. A crack was observed in the top housing. The cause and timing of the housing damage could not be determined. The observed internal cannula tear is related to action #(B)(4). Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g991u1uesjhzaa hardware: sm-g991u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod alarmed after approximately 24-36 hours of wear on the arm. There was no specific error message or error code reported. This led to the patient¿s blood glucose levels increasing to above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.